Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the axios cautery was unable to cut through the tissue and a small amount of blanching was noted on the tissue. The physician tried several times with cord changes and checking the settings; however, the device was unable to enter the collection. It was noted that the tip was bent and the device was removed. The procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.